Event description:
It was reported that an error message was displayed upon interrogation of the device. One week later at a follow up check, there was no evidence of any error message. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) file (B)(4), partial reset counter=1, fw reason (B)(4), incorrect programmable parameters checksum detected, on (B)(6) 2011.